Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure and the leads were revised and pulled down to provide better coverage. There were no patient complications and the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7072095 UDI# (B)(4).